Manufacturer narrative:
Visual inspection of the returned lens found both haptics bent and the optic cut or torn nearly in half. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.

Event description:
It was reported that the li61se lens was inserted into the pt's eye and removed due to capsule damage. The incision was enlarged in order to remove the lens and the li61se lens was replaced with a l122uv sulcus lens. A suture was placed after the implantation of the sulcus lens. It was reported that the pt is doing well.